Event description:
An email complaint was received in which a low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified low sensor scan results in comparison to unspecified readings from a competitor brand meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced symptoms described as "did not want to drink", nausea, "sleepy", and was unable to self-treat. The customer was provided with insulin injection (type/dose unspecified) by healthcare professional as treatment for a diagnosis of diabetic ketoacidosis (dka). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in state 1 (storage state). Sensor state 1 is an indication that the user did not attempt to activate the sensor. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in state 1 (storage state). Sensor state 1 with no insertion failures is an indication that the user had not activated the sensor. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An email complaint was received in which a low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified low sensor scan results in comparison to unspecified readings from a competitor brand meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced symptoms described as "did not want to drink", nausea, "sleepy", and was unable to self-treat. The customer was provided with insulin injection (type/dose unspecified) by healthcare professional as treatment for a diagnosis of diabetic ketoacidosis (dka). There was no report of death or permanent impairment associated with this event.

Event description:
An email complaint was received in which a low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified low sensor scan results in comparison to unspecified readings from a competitor brand meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced symptoms described as "did not want to drink", nausea, "sleepy", and was unable to self-treat. The customer was provided with insulin injection (type/dose unspecified) by healthcare professional as treatment for a diagnosis of diabetic ketoacidosis (dka). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.